Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no bdfo available after a magnetic resonance imaging (MRI) even though proper settings were put in place. Programming changes were made to restore normal parameters. The patient was stable.